Manufacturer narrative:
The customer found disconnected tubing at the restrictor coil pinch valve, vl46a. She reattached the tubing at vl46a and the instrument ran without any leaks. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer observed a fluid leak of 100 ml from the restrictor coil pinch valve of a coulter lh 750 hematology analyzer while performing start up. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.